Event description:
On (B)(6) 2010, the lay user/patient's wife contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's wife alleged that the issue began in the afternoon on (B)(6) 2010 (time not specified). The patient's wife indicated that patient manages his diabetes with lantus; however, it is not specified if the patient administers a set dose or self-adjusts his insulin based on the result with the subject meter. In response to the alleged issue, the patient's wife stated the patient increased his dose of medication at an unspecified time on (B)(6) 2010. According to the csr's documentation, the patient did not develop any symptoms after the reported meter issue began. During a doctor's office visit on (B)(6) 2010, the patient's wife stated the patient obtained blood glucose results of over "400 mg/dl" with the doctor/ clinic's meter and was administer an unspecified amount of insulin by a health care professional. At the time of troubleshooting, the csr verified the patient was using the correct test strips; however, the vial of test strips was expired. The csr also noted the batteries in the subject meter needed to be replaced (per owner's manual recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and allegedly received medical intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.